Event description:
It was reported that the patient had eighteen treated episodes with fifty-nine inappropriate shocks due to t-wave oversensing. The smart pass filter had been on, but was disabled in february. The sensing vector was reprogrammed from alternate to secondary. The device remains in service. No adverse patient effects were reported.